Manufacturer narrative:
Device history lot review: there was nothing relative to this complaint. This lot met both sterility and bacterial endotoxin test reports. Results pass requirements.

Event description:
A user facility has verbally reported the following incident. The patient had a scleral buckle implant on (B)(6) 2017 for retinal detachment. The patient came back (the date that was reported was unknown) and reported sponge irritation. Infection was suspected. The patient was prescribed antibiotics. The implant remains in place and the event has resolved. There are no samples.